Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and inappropriate shocks due to an atrial arrhythmia with rapid ventricular response. Rhythm acceleration was suspected. Technical services (ts) also noted possible rhythm acceleration. This ICD remains in service. No additional adverse patient effects were reported.